Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump was emitting call service 064 alarms during rewind and load, and also at random. During troubleshooting, the reporter was able to prime without the alarm recurring, but the reporter was not able to complete an air bolus without the alarm occurring. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings:a review of the black box indicated call service 064 alarms had occurred on 07/03/2015. The pump successfully completed a rewind, load, and prime sequence and 24 hour testing with no alarms occurring. The pump casing was removed and there was no evidence of any internal damage. The complaint could not be duplicated on investigation.